Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-one events were reported for this quarter. (B)(4) devices were received for evaluation. Fourteen events were duplicated. The event was not duplicated during testing for 5 devices; however, the devices were found to be out of specification. (B)(4) devices were found to be affected by corrosion. One device was found to be affected by a damaged component. (B)(4) devices were found to be affected by debris. (B)(4) devices were not available to stryker for evaluation. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 21 malfunction events in which the device overheated. Five events had patient involvement; no patient impact. Fourteen event had no patient involvement; no patient impact. Two events had no known patient involvement; no known patient impact.